Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer and healthcare provide could not turn the pump on after it had been in the storage mode. The customer thought that the pump was problematic. The customer could not provide details on how long the pump was plugged in before trying to turn it on. As the pump was with the healthcare provider, tandem technical support was unable to troubleshoot or verify the reported issue. Although requested, additional information was not provided.